Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 19-apr-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
H6 investigation findings: inappropriate use additional information: b5. The device history record for the reported lot number, 30195885, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. The device was evaluated. The molded head, tube and balloon appeared to have slight discoloration on the exterior and interior of the device. The original packaging was not returned with the device. There was slight whitish residue on the exterior of the tubing. The tubing was decontaminated to prepare for evaluation and examination. The balloon was unable to be filled with water due to the damage (burst) appearance. It was also noticed that the portion of jejunal tubing by the balloon area appeared to have some tearing effect. Under magnification, the tearing effect appeared to be jagged. Flushing was simulated using water mixed blue dye through the jejunal feed port. There was an observance of colored liquid droplets leaking out of the same opening in the jejunal tubing that was observed earlier. Flushing was simulated using water mixed blue dye also through the gastric feed port and there was an observance of colored liquid exiting out of gastric skives. The tearing effect opening at the jejunal tubing was the area where the colored liquid leaks out during flushing of the jejunal port. Based on the customer comments and details added in product information section related to "it was also reported that an inexperienced doctor might have injected nutrition into inflation port by mistake and balloon broke."; it was determined that, the balloon was already filled with water and the doctor injected nutrition through the inflation port by mistake, this caused the balloon to burst and damage the gastric and jejunal lumens, this event seems to be a user related incident. Ther root cause was inappropriate use. All information reasonably known as of 10-may-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Additional information received 28-apr-2023 stated "it was also reported that an inexperienced doctor might have injected nutrition into inflation port by mistake and balloon broke."

Event description:
It was reported "when injecting contrast agent into jejunal feeding port, it came out in stomach not in jejunam. The patient is an infant and it was found when administering contrast agent." There was no reported injury.

Manufacturer narrative:
The sample is reportedly available for this complaint but was not returned. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 23-mar-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. Device not returned.